Event description:
During the procedure, a faradrive steerable sheath clear was selected for use. When the device was inside the patient a slight drip was observed from the hemostatic valve when the farawave catheter was inserted, and the sheath was replaced. The procedure was completed without any patient complications. The device is not expected to be returned due to disposal.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The "leak" allegation was not confirmed. Device history record (DHR) review: the DHR for cl14584 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was completed and confirmed that the event of leak was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reported device is acceptable. Label review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. The device was not returned for analysis; therefore, the reported event was unable to be confirmed. Product record review revealed no additional information related to the complaint. The conclusion code "cause not established" was selected as the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
During the procedure, a faradrive steerable sheath clear was selected for use. When the device was inside the patient a slight drip was observed from the hemostatic valve when the farawave catheter was inserted, and the sheath was replaced. The procedure was completed without any patient complications. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.